Manufacturer narrative:
This lead was explanted and replaced. The date of explant is unknown. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous: the patient suffered from phrenic nerve stimulation. Lv lead reposition or replacement will be conducted at a later date.

Manufacturer narrative:
This lead was explanted and replaced. The date of explant was updated to (B)(6) 2015. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.